Event description:
It was reported that during a da vinci-assisted abdominal resection myomectomy surgical procedure, after dissecting a myoma with a single port (sp) monopolar curved scissors (mcs) instrument, the sp fenestrated bipolar forceps (fbf) were used to stop the bleeding at the base of the myoma. It was reported that it felt like the bleeding was not initially stopping properly and the power on the integrated electrosurgical unit (iesu) was increased and the mcs was used to complete the hemostasis. Minimal bleeding occurred. The bleeding during dissection was expected and not caused by a da vinci product. While grabbing the myoma that was removed, it was observed on the screen that the jaw of the fenestrated bipolar forceps was twisted. After removing the instrument and checking it, it was observed that the gray rubber connecting the metal jaw and tip of the sp fenestrated bipolar had come off and the jaw was not fixed; it had fallen inside the patient. The jaw of the instrument was retrieved and confirmed with visual inspection. Upon final removal, the wrist was straightened, no resistance was felt, and no damage to the cannula or other damage to the instrument was noted. The procedure was completed robotically. No additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. The broken piece, measuring approximately 7.32mm x 2.82mm, was returned with the instrument. The electrical continuity test was performed and passed. An additional observation was related to the customer reported complaint: due to the broken molded insulator, a detached fragment is observed that was returned with the instrument. The instrument was found to have a dislodged grip tip. The grip tip was observed to be still attached to the instrument through the conductor wire. A review of the provided images was performed. One image showed what is likely a broken piece of the molded insulator from the single port (sp) fenestrated bipolar forceps instrument (fbf), and the second image showed a view of the distal end of the sp fbf instrument with one of the grips separated from the distal end due to a break at the molded insulator. The event investigation is in progress.